Event description:
It was initially reported that the physician was unable to communicate with the pt's generator and it was unclear if the device was at an end of service condition. The pt was last seen (B) (6)2009, at which diagnostics were performed and were within normal limits. A search performed in the manufacturer's programming history database to perform a battery life calculation, which resulted in 2.1 years until the elective replacement indicator is flagged "yes." Good faith attempts to obtain additional info have been unsuccessful to date.